Event description:
During a coiling procedure in the middle cerebral artery, the coil perforated the aneurysm. The coil was removed and another coil was placed to secure the bleeding. There were no reported clinical consequences to the patient and the patient was reported to be in stable condition.

Event description:
During a coiling procedure in the middle cerebral aretery, the coil perforated the aneursym. The coil was removed and another coil was placed to secure the bleeding. There were no reported clinical consequences to the patient and the patient was reported to be in stable condition.

Manufacturer narrative:
The device remained implanted; therefore was not available for analysis. Vessel perforation is a known anticipated complications to this type of procedures and are listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.